Manufacturer narrative:
No conclusion code available. A partial lead was returned with three connector legs. Failure event observed during analysis. Final analysis found an external abrasion due to friction to the device can at 20.4 cm to 20.8 cm from the connector pin. The etfe coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.